Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open low anterior resection procedure, component disengaged at the bottom of anvil and body part of circular staple. Surgeon continued the procedure with new device. There was no patient injury.